Event description:
A consumer reports that following intraocular lens (iol) implant surgery, he developed cystoid macular edema (cme), which has resolved. He now has blurry near vision.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/31/2008 and 02/11/2008 by mail, phone and fax. A completed questionnaire was received.